Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021, during a robotic vag hysterectomy procedure and the handle spins. There was no report of impact or injury to the patient. An alternate medium vcare was used to complete the surgery. There was no report of a delay. After further assessment it was found that the uterus was not being removed, this was during the case during manipulation. Excessive force was not being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is confirmed. One 60-6085-201a returned opened in original packaging. The lot number of the device 202107121 was verified. A visual inspection found the handle of the vcare was spinning, the handle was taken apart and tubing inside and cracked and broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of five (5) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 65 complaints, regarding 85 devices, for this device family and failure mode. During this same time frame 468,648 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during a robotic vag hysterectomy procedure and the handle spins. There was no report of impact or injury to the patient. An alternate medium vcare was used to complete the surgery. There was no report of a delay. After further assessment it was found that the uterus was not being removed, this was during the case during manipulation. Excessive force was not being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.